Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, high, out of range, low voltage inadequate, high capture threshold issue was observed on the ventricular lead. Lead was not used. Physician elected to implant a new replaced lead. The parameters were stable. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.